Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization was processed and no deviations were found that affects the sterility of the device. A search on complaints revealed no additional investigation request for this production order (po) number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that tass (toxic anterior segment syndrome) occurred after the implantation of pcb00v 20.5 diopter intraocular lens. No further information was provided.